Event description:
It was reported that during a percutaneous coronary interventional (pci), crossing difficulties and a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous right coronary artery (rca). The calcification is unk. The maverick 20x2.5mm balloon catheter was unable to cross the lesion. A 20x1.5mm balloon was then advanced to the lesion and dilated the lesion successfully. The 20x2.5mm maverick balloon was advanced to the lesion again and crossed the lesion. The balloon was inflated to 12 atms and ruptured. The inflation time is unk. The procedure was completed with a 15x2.75mm balloon. No pt injuries or complications were reported. The pt status is reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)